Event description:
The customer reported that error codes displayed on the system but they were able to complete the case.

Manufacturer narrative:
The ge service rep was unable to confirm the stated problem. Error logs were pulled and showed no unusual problems. He pulled and re-seated the workstation and generator boards. The system booted and exposures were made several times. No problem was found.